Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: unspecified. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle did not move forward, and the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed that the pod ran for 1258 pulses and delivered multiple boluses before deactivating. No damages or deficiencies that would contribute to a needle mechanism failure were observed. The needle mechanism was reset and deployed; no issues were observed. Therefore, no problem was found regarding the reported needle did not deploy event. The pod data showed an 0x6a alarm occurred, indicating that the pod was occluded during runtime, specifically not at the end of a bolus. No timeouts or drive stalls were observed in the pod data. During fluid path testing, the fluid had no issues traveling the complete fluid path. The exact cause of the observed hazard alarm could not be determined.